Event description:
It was reported that pump had a screen issue where display stayed completely black and touch screen did not respond, preventing access to pump functions. There was no reported impact to the customer¿s blood glucose level. Distributor confirmed that pump could start, charge, and be recognized by computer, arranged for device return for further evaluation, and provided replacement pump to customer.